Manufacturer narrative:
Corrosion damage to the motor cartridge was identified as the probable cause of the device running on its own w/o activation. Corrosion damage to the motor cartridge can cause the device to run on its own w/o activation if it leads to activation of the hall sensor.

Event description:
The micro drill was sent for service and it ran on its own w/o activation during performance testing. No adverse event was associated with the device.